Event description:
It was reported that an unspecified number of syringe 50ml ll had the tip/luer of syringe cracked/damaged/deformed/bent. Product defect was noted prior to use. The following information was provided by the initial reporter: a batch of syringes have been quarantined due to a damage out of the packet on the luer lock tip. The part number is 300865 and serial no. (B)(6). These were quarantined due to a number of syringes in the same batch being opened and found to have deformed tips. We are not sure if this is from transport damage or during manufacturing. We have 5 x boxes quarantined. I have not opened all the boxes at present.

Manufacturer narrative:
H.6. Investigation summary: four photos were provide to our quality engineer for investigation. Upon visual inspection, the syringe threads are noted to be damaged. A device history record review did not reveal any quality issues during the production of lot number 1812229 that could have contributed to the reported defect. Areas where pieces run within the manufacturing equipment are protected to avoid damaging the product. While we could not identify a direct issue, this malfunction was determined to have occurred as a result of undetected damage or the piece hitting equipment within the manufacturing process. A project has been initiated to look further into this issue to reduce any reoccurrence. Corrective action cor c-526-19 is open to investigate and reduce damage on 50ll product. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml ll had the tip/luer of syringe cracked/damaged/deformed/bent. Product defect was noted prior to use. The following information was provided by the initial reporter: a batch of syringes have been quarantined due to a damage out of the packet on the luer lock tip. The part number is 300865 and serial no. (B)(4). These were quarantined due to a number of syringes in the same batch being opened and found to have deformed tips. We are not sure if this is from transport damage or during manufacturing. We have 5 x boxes quarantined. I have not opened all the boxes at present.